Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unk liner-unknown, unknown-unk cup-unknown, unknown-unk stem-unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported patient has been indicated for a revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported device, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported device, it was determined to be not reportable. The initial report was forwarded in error and should be voided.